Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was tested using the returned minicap and no issues or leaks were observed. The transfer set was able to be completely closed, however damage to the twist clamp was observed. The reported condition was not verified, however, the sample did not meet specifications due to the damage with marks on the twist clamp. The cause of the broken twist clamp could not be determined, however, a potential cause is use of a tool on the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was cracked which resulted in a leak. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name, facility name, and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.